Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the leads were fractured. Surgical intervention may take place at a later date.

Event description:
Additional information was obtained that the ipg was explanted and replaced due to discomfort at the ipg site and the physician elected not to replace the leads, as the patient has effective therapy with one lead. Pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.